Event description:
It was reported that the patient developed an infection. The source (location) of the infection was not able to be determined; the organism was escherichia coli. The device and leads were removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.